Event description:
Fenestrated bipolar forceps would not articulate correctly. A wire was found to be sticking out at the joint of the instrument. Diagnosis or reason for use: robotic hysterectomy, bso, cysto.